Event description:
Patient reported service error code that would not clear despite troubleshooting. Patient further reported damaged therapy cable which will be confirmed on returned evaluation. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned therapy cable failed inspection for visual damage to the therapy cable. The visual inspection indicated wire damage that might fail to provide needed therapy. The service error code indicates the power on self-test (post) detected a disconnection in one or more of the therapy cable wires used to deploy the gel. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.